Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer, drive shaft and an ar-9597-20 angled reamer sleeve, 20° had an issue at the end of the reaming for the augment. It seemed to lock up and the outer sleeve was popped off a bit from the inner sleeve and seems it created some spurs and cuts (see photos). They were able to finish the case without any issues. This was discovered during a revers augmented mgs shoulder replacement procedure, with no reported patient harm. Additional information was received on 12/03/2024: this was discovered during a revers augmented mgs shoulder replacement procedure on (B)(6) 2024.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9676 angled reamer, drive shaft batch number: 022338 was received for investigation. Visual evaluation of the returned device noted striations on both the proximal and distal ends of the device. It was further noted that there were nicks and dents on the shaft near the hudson-connection area. Functional testing was performed by attempting to insert the returned ar-9676 angled reamer, drive shaft into a known good ar-9597-10. It was noted that the ar-9676 angled reamer, drive shaft was met with resistance and friction. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.